Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was due to the membrane switch assembly. A high impedance short was measured between contact 5, the shock switch, and contact 6, the on/off switch. This caused the device to power on by itself, which resulted in the battery having a short operating time. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the service indicator and the battery had a short operating time. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device powered on by itself and then powered off  without user intervention. This could lead to early battery depletion and the device may not be able to power on when needed.